Event description:
Pt was having mitral valve surgery. Towards the end of the case, the introducer port to the swan ganz catheter cracked causing loss of approx 100 cc of blood. New introducer and swan ganz catheter had to be inserted.